Event description:
On (B)(6) 2008, I underwent a bilateral total hip arthroplasty. For the right hip I received a depuy hip system - acetabular cup size 58 mm, with a 40 mm x 58 mm metal liner, the stem was a summit size 5, and the femoral head was 40 mm +5. For the left hip I received a depuy hip system - acetabular cup size 58 mm, with a 40 mm x 58 mm metal liner, the stem was a summit size 5, and the femoral head was 40 mm +5. Soon after surgery, I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle device, I have experienced inflammation in my right and left thighs and right and left hip areas. I also felt extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: right hip degenerative arthritis. Left hip degenerative arthritis.